Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and was ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy chest anastomosis surgical procedure, user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they encountered a non-recoverable fault 319, pointing to the axes controller, carriage (acc) of the universal surgical manipulator (usm) 1. The tse advised the user to perform a hard power cycle, but the issue persisted. The user disabled the usm 1 and continued with the procedure using the remaining usms. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the ports were placed prior to the issue. The surgeon disabled the usm 1 and continued with the procedure using the remaining 3 usms. The user later replaced the patient side cart with a backup from another system to continue and complete the procedure using 4 usms. The reporter was unable to disclose the patient demographic information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, the rolling loop was found misaligned. The usm was installed onto a golden system where the 319 error was triggered during power up indicating faults, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where the fiber test fails on the rolling loop. Once testing was completed, the rolling loop was aba tested and was verified to be the source of the fault. As a result of these findings, fa concluded that the rolling loop was found to be the root causes of the reported event. The probable root cause is attributed to communication errors caused by a misaligned rolling loop fiber cable located within the usm.

Event description:
Refer to h11 for follow-up information.